Event description:
Reporter called lfs in 2001 alleging that one touch basic meter had been giving reporter's false low readings, which resulted in reporter's withholding reporter's insulin. The following info is documented "customer went to doctor and had a result of 148 at 2pm and a result of 55 at 8am on otbe customer stated customer has had to go to reporter's doctor to test for the last few days because reading have been to low on this meter. Customer also stated customer has not been injecting insulin because customer did not believe the reading. Customer did a check strip test 2 times with a result of 110 and 109 the range on reporter's meter 82-108. Customer has not been taking insulin shots because customer has felt readings are inaccurate. Readings were more then 4 hours apart."